Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) with dilation procedure performed on (B)(6) 2021. During the procedure, the balloon would not inflate. Reportedly, the device was taken out of the patient and a pinhole was detected. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) with dilation procedure performed on (B)(6) 2021. During the procedure, the balloon would not inflate. Reportedly, the device was taken out of the patient and a pinhole was detected. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code a041001 captures the reportable event of balloon pinhole. Block h10: investigation result visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Microscopic inspection was done and found the balloon had a pinhole. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the distal section on the balloon. Dimensional examination of the outer diameter (od) of the ro markers was performed, and the outer diameter was measured in two sections; distal and proximal. The two sections were within specification. It is possible that the technique used by the physician and/or the interaction with the scope could have caused the balloon pinhole and for this reason did not hold the pressure during the procedure inside the patient. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.